Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: beks, r.b. Et al (2019), rib fixation versus non-operative treatment for flail chest and multiple rib fractures after blunt thoracic trauma: a multicenter cohort study, european journal of trauma and emergency surgery, vol. 45, pages 655-663 (netherlands). The aim of this retrospective multicenter cohort study is to compare rib fixation based on a clinical treatment algorithm with nonoperative treatment for both patients with a flail chest and patients with multiple rib fractures. Between january 2014 to january 2017, a total of 332 patients (257 male and 75 female) with a mean age of 56 (sd 17) years old were included in the study. Of these were 65 patients who were treated with internal fixation. Surgery was performed using matrixrib¿ system (depuy synthes®, amersfoort, the netherlands). The rest of the patients were treated non-operatively. The follow-up period was unknown. The following complications were reported as follows: 2 patients had a persistent postoperative pneumothorax and were treated with a chest tube. 2 patients developed pleural empyema requiring video-assisted thoracoscopic surgery to evacuate the empyema. 1 patient had a postoperative tension pneumothorax and was treated with a chest tube. 1 patient had a hemothorax and required a thoracotomy to evacuate the hematoma. 1 patient had excess pleural fluid and was treated with a chest tube. 1 patient had a hematoma near the surgical incision and needed surgical debridement of the old hematoma. 1 patient had a deep infection near the osteosynthesis material and was successfully treated with antibiotics. This is report 1 of 2 for (B)(4). This report is for an unknown synthes matrixrib plates screws.